Manufacturer narrative:
The device was returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported to integra that a 00mlx mlx 300 xenon lightsource was used on (B)(6) 2018 during an unspecified procedure. It was reported that there was a burning smell and burning of lamp module. The device was not in contact with patient thus no patient injury and no delay in surgery time was reported due to the product problem. Additional information has been requested.

Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances noted during the manufacturing process. A visual inspection found the right side panel was cracked in the back corner. The clip for the top cover was broken off and the head off the screw for top cover was broken off. Various screws were missing or in the wrong location indicating customer tampering. The mlx was powered "on and the lamp ignited but the fans were not operational. Further investigation found the connector for the fan cable to the front bezel was not completely seated. (Lamp serial number: (B)(4), hours: 0 system hours: 785, power supply: old version). Further inspection found the connector for the power cable to the fans was improperly seated in the bezel. The improperly seated connector caused both fans to be non-operational and resulted in to complaint as reported. The root cause is considered user error, tampering evident.